Manufacturer narrative:
The t:slim user guide states: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred after loading a cartridge with 66 units of insulin. Reportedly, the cartridge in use during the alarm had been refilled and reused. Blood glucose level was 202mg/dl. Tandem technical support advised the customer not to reuse or refill cartridges. Reportedly, the customer reloaded the same cartridge and resumed insulin deliveries.